Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed unexpected restart error, self test. Device passed off no power test. No unexpected restart error anomalies noted. No unexpected battery out limit alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for battery out limit and had blank display. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised replacement battery cap would be sent out. The customer was advised to monitor the device and call back if issues persist.